Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced all the compression springs in the pipette assembly. The instrument was inspected, tested without further problem, and returned to service.